Event description:
It was reported that the patient experienced unspecified issues with a suspected artificial urinary sphincter (aus) that was previously replaced. A new aus consisting of a 4.5 cm cuff, a control pump and a 61-70 cm pressure regulating balloon, was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to it was an old device and it was no longer working. The implant date of the explanted device was not provided. There were no patient side adverse effects.